Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not yet returned for evaluation. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Customer's wife called requesting a new meter stating she believes her husband is eligible for an upgrade. Customer states that she is currently on her way to the hospital while her husband is in route via ambulance. Per customer, her husband woke her up at 4 am slurring and when they checked his sugar it was 49mg/dl fasting. Customer states that she then gave him some orange juice with a sugar packet. 3 hours later he woke her up by making noises and slurring. She called 911 and when the ambulance arrived, his sugar was 19mg/dl fasting. His wife stated that "he was not acting himself and was acting very confused". Customer states he was then given "a sugar shot" by the paramedics. Customer provided very little information as she was on her way to the hospital. We were able to obtain an address so that we could overnight new meter. We were unable to obtain lot number of strips to verify the expiration date. We tried to contact the customer several times with no success.